Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained right ventricular oversensing due to post paced t wave oversensing was observed via a merlin.net transmission. The patient was reported to be asymptomatic. Reprogramming was recommended.